Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Reported via medwatch. It was reported that there was a pericardial effusion. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. A faradrive sheath was used and ablation with the farawave catheter was successfully completed. The faradrive sheath was removed from the patient, and the ablation procedure was completed. A watchman access system (was) and an unknown watchman laa closure device & delivery system (wds) were selected to be used. During the procedure, a pericardial effusion was noted on transesophageal echocardiogram (tee) imaging. No medical intervention was provided. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no other patient complications that were reported to have occurred as a result of this event.